Event description:
Zenith three-piece modular graft was placed without complication. Tortuosity present in the left common iliac artery resulted in a noted kink in the contralateral log graft observed during the post angiogram. Another manufactuer's stent was deployed within the leg graft, supporting the gap between the two stent bodies, and reducing the angulation of the vessel at the site. Conclusion angiogram showed a secure seal of the aneurysm and good flow through the entire graft.